Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent endovascular treatment for a thoracic aortic dissection using a gore® tag® conformable thoracic stent graft with active control system and gore® tag® conformable thoracic endoprosthesis. A re-entry from the celiac artery (not device implanted area) was slightly confirmed, but the physician decided to monitor it. On (B)(6) 2020, follow-up exam showed a proximal type I endoleak and a re-entry from near terminal aorta (not device implanted area). On (B)(6) 2020, a reintervention was performed to resolve the re-entry (not device implanted area) and the proximal type I endoleak. An aortic extender endoprosthesis was implanted to cover the re-entry from the celiac artery and the celiac artery was coil embolized. The ballooning was performed to the proximal of gore® tag® conformable thoracic stent graft with active control system for treatment of the proximal type I endoleak. However the proximal type I endoleak slightly remained. The re-entry from near the terminal aorta was not performed any treatment because there was a risk of rupture due to remained proximal type I endoleak. The patient tolerated the reintervention.